Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) battery needed to be replaced. Once the battery was replaced, the imaging system then passed the system checkout and was found to be fully functional. No further analysis could be performed as the battery was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that during servicing, the uninterruptible power supply (ups) battery is not holding a charge. There was no patient present when this issue was identified.